Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain at their ipg site. As a result, the patient's ipg was explanted and replaced with a different model for better comfort. The doctor also placed the replacement ipg deeper in the pocket. The patient is believed to be satisfied with the placement of the new ipg.